Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the implantation data card indicated that coronary artery bypass was performed at time of implant. It is unknown if the death was device related. It is unknown if the device was explanted or if an autopsy was performed as no further details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of 7 days (0.23 months). No cause of death has been provided.